Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01. (B)(4). The cause of the cell-dyn sapphire vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the customer recall letter.

Event description:
The customer observed a homing position error on the cell-dyn sapphire analyzer when the analyzer was operated in the closed mode. The customer was sent a new vent needle for replacement. The customer replaced the vent needle, rebooted the analyzer, and successfully ran analyzer controls and patient samples. The customer stated the analyzer and controls were performing within the product reference ranges. There was no impact to patient management.